Event description:
During greenlight laser vaporization of prostate, ams greenlight moxy fiber was noted to have a hole, with passage of laser light through the distal tip. Procedure stopped, and defective fiber replaced for a new "like" fiber. Failure happened 4 mins 13 secs, and 18, 904 joules into the procedure.